Event description:
It was reported that a patient had original surgery on an unknown date to repair an ankle fracture. Patient walked on ankle fracture and fracture collapsed. Patient reported pain and was determined to have a non-union. Decreased range of motion also reported. All implants were removed on 4/6/15. No implants were reported broken, but metaphyseal plate (part #223.416) was reported to be bent and had loosened. Patient was revised with a 3.5 lcp medial distal tibia plate using bone graft with reamer irrigator aspirator on 4/9/15. There was no delay reported. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
(B)(4). This report is for fourteen (14) unknown 3.5mm cortical screws with partial part number 204.8xx. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for fourteen (14) unknown 3.5mm cortical screws.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not reported. Event date unknown. This report is for one unknown screw/unknown lot number. Original implant date unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.